Event description:
A (B)(6) male patient's nurse called zoll customer support to report that the patient's battery pack would not hold a charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not holding charge) was confirmed. Upon investigation, the battery pack was unable to power up a test monitor. The cause for the battery failure was isolated to mismatched tri-cells. The tri-cell voltages were 0.12v, 3.48v, and 0.015v. The root cause for the mismatched cells could not be positively identified. No adverse event resulted from the mismatched battery cells. The patient received a replacement battery pack.